Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, on (B)(6), 2010 a leak was noticed near the connection between the feeding tube and the button device. Inspection of the tube found that there was a tear at the point of tube where the leak was located. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure, on (B)(6), 2010 a leak was noticed near the connection between the feeding tube and the button device. Inspection of the tube found that there was a tear at the point of tube where the leak was located. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Received a section of securi-t tubing. No residue was present to indicate use. Section of tubing was 1.9 cm in length and had been cut on both ends. A 1.5mm lateral tear was visible 4 mm from the end of the tubing. Another tear was found on the opposite side of the tubing and score marks were found 1.5mm above each cut. Appears the device was clamped causing the score marks and cuts. The condition of the returned unit was consistent with the complaint incident that the feeding tube was found to be torn. Due to the small section of feeding tube returned, complaint investigation site (cis) was unable to determine where on the feeding tube the damage occurred but markings on the tube are consistent with damage due to clamping during handling. A review of the device history record (DHR) was performed; no anomalies were noted that could be attributed to this complaint. A lot history search was performed and found no other complaints against lot number 12909816. (B)(4).